Event description:
Unomedical reference number (B)(4). Event occurred in the united states. Patient reported that infusion set cannula was kinked. Event occured on (B)(6) 2024. Issue occured in one set. Blood glucose level of patient was 291 mg/dl no further information was available.